Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and it could not get across the septum. They could not get the vizigo sheath across the septum. The tip of the vizigo sheath was "kind of smashed". The vizigo sheath was replaced and the issue resolved. Procedure continued. No patient consequence reported. Additional information was received. No internal mechanism exposed and the tip was kind of rough.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. They could not get the vizigo sheath across the septum. The tip of the vizigo sheath was "kind of smashed". The vizigo sheath was replaced and the issue resolved. Procedure continued. No patient consequence reported. Additional information was received. No internal mechanism exposed and the tip was kind of rough. The device evaluation was completed on 09-nov-2024. The device was returned to johnson and johnson medtech for evaluation. A visual inspection of the returned device was performed in accordance with johnson and johnson medtech procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. The soft tip issue reported by the customer was confirmed; however, the potential cause was not determined. A device history record (DHR) was performed, and no internal actions related to the complaint was found during the review. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).